Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 2500 ohms. Additionally, it was noted the amplitude was low and the patient did experience noise in which resulted in eight inappropriate shocks in which therapy was exhausted. It was noted the rv lead was fractured. The device was programmed off and the patient was sent home. It is unsure if they will re-implant a device at this time as the patient had the device implanted due to sudden cardiac death. At this time, the device therapy was programmed off and the device and rv lead remains in service. No additional adverse patient effects were reported.